Event description:
The customer contact reported that while operating on battery power, the device powered off by itself without sounding an audible alarm tone. At an unspecified time, the device was programmed to deliver an unspecified medication, and the delivery was started. No specific programming parameters were provided. After an unspecified length of time it was reported that while on battery power the device "turned off without warning." The customer contact indicated that the device was plugged into the ac outlet, and therapy was resumed using the same device. There were no reported adverse pt effects and no reported delay of therapy critical to this py. No medical interventions were required. At an unspecified time after therapy was completed, the device was removed from clinical service. During testing at the user facility, while operating on battery power, the device powered off by itself without sounding an audible alarm tone. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. On (B)(6) 2012 between 0729 and 0730, th following previously programmed settings were retained and confirmed, morphine prefilled vial 1mg/ml, in the pca only mode, with a 2mg pca dose, a 15min pt lockout, and a 30mg four hour dose limit, and the door was locked. Between 0738 and 1028, there were five 2mg pt initiated deliveries and 1 unmet pt demand. At 1037, operating on battery power. Between 1038 and 1230, there were three 2mg pt initiated deliveries and 2 unmet pt demands. At 1242, dead battery alarm, power loss alarm and operating on battery power. At 1244, using ac power. This report represents all the info known by the reporter upon query by hospira personnel.